Event description:
During the procedure it was noticed that a clear plastic sleeve slipped off the forceps. It was approximately 0.25 inches wide and 0.25 inches diameter. It is believed to have been on the back of the forceps where the jaws pivot to close. The piece was retrieved. The patient was not harmed.====================== manufacturer response for cutting forceps, gyrus cutting forceps======================returned to field rep